Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to the patient experiencing diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007; 7122 lead, implanted (B)(6) 2010. (B)(4).